Event description:
It was reported that the pump exhibited circuit board corrosion and had a broken case. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked/chipped by the front right and left bottom corners, cracked by the tube holder, the handle was broken, and there was visible contamination. Unable to retrieve event history log due to power up issue. During functional testing the reported issued was duplicated and the cracked/broken top case found during visual inspection. The root cause of the issue was customer induced via fluid ingression into the main body of the pump because of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface and physical impact to the device by the customer. Replaced the main board and top case. Power up and self test.